Event description:
Medfusion pump was beeping "check clutch" several times throughout shift. Dopamine was infusing via this pump. Patient bp labile. Normal saline bolus given twice. Changed dopamine to new pump.